Event description:
Customer reported power injector tubing disconnected from the maxplus extension set and 7.5mls contrast solution sprayed all over. Customer reported attaching a new extension set and the contrast solution infused with no problems. The customer reported no patient or staff harm and no medical intervention required. Customer states that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer report of power injector tubing disconnected from maxplus extension set and leaked could not be confirmed due to the set was not returned for failure investigation. Customer stated the set was discarded. The root cause of this failure could not be identified.